Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted threaded pin confirmed the reported fracture. The investigation was unable to confirm the reported pin left in the patient, as x-rays were not available for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the root cause of the pin fracture; however, a previous investigation identified suspected misuse as a possible contributing factor, as the headed pin had been used on numerous occasions. The product is a one-time use only item. The product is labeled and marketed as a one-time use item. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The threaded headed pin broke off into the patient. The broken piece remained in the patient.